Manufacturer narrative:
Findings: pump passed displacement test and self-test, however moisture damage was found on electronic assembly. No foggy screen noted. Moisture damage was found on motor assembly. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 200 mg/dl. The customer stated moisture under the screen and can't read the screen due to fogginess. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.